Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified. Based on the results on the results of the investigation, the suggested event occurred by physical stress and/or chemical stress applied during device handling by the user. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling off coating, holes, sagging, transformations, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had an air leakage from the connector. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coating of the insertion tube was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating of the insertion tube was peeling off. Additionally, there was leakage from the connector, the insertion tube was scratched, and the distal end was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.